Event description:
Surgeon removing kwire from patient's wrist with v mueller needle holder. Surgeon and staff noticed shards of metal coming off of the needle holder. Surgeon switched to a different needle holder, attempted to remove the metal shards. Three very small shards are unable to be retrieved, confirmed with imaging. FDA safety report ID # (B)(4).